Event description:
It was reported that the pacemaker was unable to interrogate. The interrogation was performed a few times and was unsuccessful. The device was explanted and replaced. There were no patient consequences.